Event description:
It was reported that screws from the matrix neuro sterile kit had the heads sheared off while securing a bone flap. Five of six screws in the kit exhibited this problem along with screws from a separate kit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No part returned and no lot number reported correctly. This is report 1 of complaint (B)(4).